Manufacturer narrative:
The device was not returned for analysis. A review of the device history records did not identify any deviations, nonconformances, or anomalies. A review of the sterilization records did not identify any deviations, nonconformances, or anomalies. The root cause of the reported uti could not be determined.

Event description:
It was reported that the hollister vapro catheter used had a double venturi eyelet punched at the insertion end in addition to the normal eyelet further along its length. The patient reported that he has examined used catheters since his urethra was badly scratched but subsequent used ones do not have double punched venturi at the insertion end. The patient also reported that since using the affected catheter he has taken prescribed antibiotics and has been in acute pain due to the resulting uti.